Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including ckd, hld, and dm.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 7300tfx 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 11 months due to calcification. The patient presented with heart failure, shortness of breath, copd exacerbation, and hypoxia. A 9755rsl 26mm valve was implanted. The patient was noted to be stable post procedure. This 80-year-old female patient has a history of acute on chronic kidney disease stage IV, hyperlipidemia, hypertension, diabetes mellitus, rheumatic heart disease, cva, pna, osteopenia, copd, and former tobacco use.